Manufacturer narrative:
B3: the event occurred during the second week of (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) one-link non-dehp microbore catheter extension sets were leaking around the one-link connection. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d1, d3, d4: unique identifier (UDI) #. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a medical set connected to a patient includes a becton-dickinson (bd) syringe; a white cloth soaked in a red-colored fluid on a human arm, with the syringe connected to the one-link piece. The actual leak is not able to be observed. Due to the nature of the provided sample, no further testing could be performed. Therefore, the event could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.